Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. The atrial lead was implanted and the lead was stable under fluoroscopy. All lead measurements were noted to be normal. At the end of the procedure, during pocket closure, the lead was noted to be dislodged. The pocket was reopened and the lead was repositioned. All lead measurements were noted to be normal and the lead was stable under fluoroscopy. On (B)(6) 2017 during post operation device check, it was noted that the lead was not capturing and sensing. The lead was noted to be dislodged again. The lead was explanted and replaced. The patient was not symptomatic due this event. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.